Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil could seen through a thin tissue of peritoneum within the mesosalpinx.'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. B63551-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included obesity, hypothyroidism, genital bleeding, bleeding breakthrough, wheezing, menses irregular, menopausal, pap smear abnormal, uterine abrasion, dysplasia, postmenopause, breast cancer, endometrial thickening and type ii diabetes mellitus. Bilateral salpingectomy for ovarian cancer reduction. Uterosacral colpopexy for level 1 support. Cystoscopy with dye study. Medical record states doctor coagulated the tubes and she would not need to undergo an hsg. Concurrent conditions included endocervical curettage, biopsy, endometriosis of uterus, peritoneal mesothelial hyperplasia, skin lesion, nodular basal cell carcinoma, pelvic pain, biopsy soft tissue, tubal diathermy and peritoneal biopsy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, levothyroxine since 1999, oral contraceptive nos from 1996 to 2013 and tramadol. On (B)(6)2013, the patient had essure inserted. In (B)(6)2015, the patient was found to have weight increased ("weight gain") and experienced constipation ("cronic constipation") and irritable bowel syndrome ("ibs"). In (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: unknown/other injury(ies) or complication(s) please describe: bloating discomfort"), alopecia ("hair loss/ thinning"), abdominal discomfort ("other injury(ies) or complication(s) please describe: bloating, discomfort"), pain in extremity ("legs pain"), chest pain ("chest pain"), abdominal pain upper ("upper abdominal pain"), gastrooesophageal reflux disease ("acid reflux"), hernia ("hernia"), oesophagitis ("inflammed esophagus"), endometriosis ("endometriosis") and hypothyroidism ("hypothyroid"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown, the abdominal pain lower, headache, pain in extremity, chest pain and abdominal pain upper was resolving and the bladder disorder, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, alopecia, abdominal discomfort, constipation, irritable bowel syndrome, gastrooesophageal reflux disease, hernia, oesophagitis, endometriosis and hypothyroidism had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, chest pain, constipation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, gastrooesophageal reflux disease, headache, hernia, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, oesophagitis, pain in extremity, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. I suspect that it became visible due to the coagulation of the fallopian tubes. The essure coil was grabbed and elongated and this was done accidentally in attempting to put tension on the fallopian tube to facilitate salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and device monitoring procedure not performed . Lot number reported b63551 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information updated. Outcome for previously reported events: bladder or urinary problems or changes, migraines, fatigue, weight gain, bloating, hair loss/ thinning, discomfort were updated to not recovered. New events: chronic constipation, ibs, acid reflux, hernia, inflamed esophagus, endometriosis, hypothyroid were added. Concomitant drugs were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil could seen through a thin tissue of peritoneum within the mesosalpinx.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. B63551-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included obesity, hypothyroidism, genital bleeding, bleeding breakthrough, wheezing, menses irregular, menopausal, pap smear abnormal, uterine abrasion, dysplasia, postmenopause, breast cancer, endometrial thickening and type ii diabetes mellitus. Bilateral salpingectomy for ovarian cancer reduction. Uterosacral colpopexy for level 1 support. Cystoscopy with dye study. Medical record states doctor coagulated the tubes and she would not need to undergo an hsg. Concurrent conditions included endocervical curettage, biopsy, endometriosis, peritoneal mesothelial hyperplasia, skin lesion, nodular basal cell carcinoma, pelvic pain, biopsy soft tissue, tubal diathermy and peritoneal biopsy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), migraine headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: unknown/other injury(ies) or complication(s) please describe: bloating discomfort"), alopecia ("hair loss"), abdominal discomfort ("other injury(ies) or complication(s) please describe: bloating, discomfort"), pain in extremity ("legs pain"), chest pain ("chest pain") and abdominal pain upper ("upper abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, bladder disorder, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, alopecia and abdominal discomfort outcome was unknown and the abdominal pain lower, migraine headache, pain in extremity, chest pain and abdominal pain upper was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, menorrhagia, migraine, pain in extremity, vaginal haemorrhage, weight increased and migraine headache to be related to essure. The reporter commented: current weight 180 lbs. I suspect that it became visible due to the coagulation of the fallopian tubes. The essure coil was grabbed and elongated and this was done accidentally in attempting to put tension on the fallopian tube to facilitate salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and device monitoring procedure not performed . Lot number reported b63551 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure coil could seen through a thin tissue of peritoneum within the mesosalpinx.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. B63551) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included obesity, hypothyroidism, genital bleeding, bleeding breakthrough, wheezing, menses irregular, menopausal, pap smear abnormal, uterine abrasion, dysplasia, postmenopause, breast cancer, endometrial thickening and type ii diabetes mellitus. Bilateral salpingectomy for ovarian cancer reduction. Uterosacral colpopexy for level 1 support. Cystoscopy with dye study. Medical record states doctor coagulated the tubes and she would not need to undergo an hsg. Concurrent conditions included endocervical curettage, biopsy, endometriosis, peritoneal mesothelial hyperplasia, skin lesion, nodular basal cell carcinoma, pelvic pain, biopsy soft tissue, tubal diathermy and peritoneal biopsy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: unknown/other injury(ies) or complication(s) please describe: bloating discomfort"), alopecia ("hair loss"), abdominal discomfort ("other injury(ies) or complication(s) please describe: bloating, discomfort"), pain in extremity ("legs pain"), chest pain ("chest pain") and abdominal pain upper ("upper abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, alopecia and abdominal discomfort outcome was unknown and the abdominal pain lower, headache, pain in extremity, chest pain and abdominal pain upper was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pain in extremity, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. I suspect that it became visible due to the coagulation of the fallopian tubes. The essure coil was grabbed and elongated and this was done accidentally in attempting to put tension on the fallopian tube to facilitate salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation and device monitoring procedure not performed . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received - case become valid with incident. New event device dislocation, vaginal hemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhea, dyspareunia, fatigue, weight increased, abdominal distension, alopecia, discomfort, pain in extremity, chest pain and device monitoring procedure not performed were added. Patient information date of birth, height, weight and race were added. Product information lot number, indication and essure removal date were added. New reporter and consumer address were added. Medical history and concomitant medication (ibuprofen, tramadol, tylenol with codeine no.3) were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.